Event description:
It was reported to boston scientific corporation on july 17, 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stenosis in the cystic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent was difficult to deploy. The stent was deployed successfully. Reportedly, during stent catheter removal, the delivery system was difficult to remove. The distal end of the stent was noted to be damaged. The stent remains implanted to complete the procedure. There were no patient complications reported as a result of this event. A photo provided by the complainant shows the distal end of the stent was deformed.

Manufacturer narrative:
Block a2: the patient's exact age was not reported, however the patient was reported to be over the age of 18. Block b3: date of event was approximated to (B)(6) 2020 as no specific event date was reported. Block h6: device problem code 1528 captures the reportable event of delivery system difficult to remove. Device problem code 2976 captures the reportable event of stent material deformation. Block h10: the device was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the picture correspond to the stent placed inside the anatomy and with the retrieval loops being pushed towards the stent lumen due to the normal constriction of the anatomy. The reported event of stent material deformation and stent difficult to deploy were not confirmed; the picture showed the stent was deployed and no damaged was observed. The reported events may have been a result of the resistance encountered by the physician during the procedure.the investigation concluded that the reported events were likely due to procedural factors encountered during the procedure. It may be how the device was handled or manipulated, the interaction of the device with the scope, and/or the patient anatomy, limited the performance of the device and contributed to the reported event of stent difficult to deploy and delivery system difficult to remove. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Manufacturer narrative:
The patient's exact age was not reported, however the patient was reported to be over the age of 18. Date of event was approximated to (B)(6) 2020 as no specific event date was reported. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 17, 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stenosis in the cystic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent was difficult to deploy. The stent was deployed successfully. Reportedly, during stent catheter removal, the delivery system was difficult to remove. The distal end of the stent was noted to be damaged. The stent remains implanted to complete the procedure. There were no patient complications reported as a result of this event. A photo provided by the complainant shows the distal end of the stent was deformed.